Event description:
Surgeon was performing a "somewhat bloody" procedure and experienced strikethrough, while wearing the barrier ultra protection surgical gown, product code 0583. Blood soaked through to the surgeon's scrubs, including arms and chest. No known exposure to bloodborne pathogens.